Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the customer with the reset process, after which the cgm error code did not reoccur, and the customer successfully started their sensor session.